Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, device broke while inserted into the body. There were no patient complications.